Event description:
It was reported that the pump touch screen was intermittently unresponsive. During troubleshooting, the issue was confirmed, and the pump was replaced. Customer's blood glucose was 150 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
B5 h3, h10 (remove: the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.) H6: remove- 67, 3221, 1559; add-2917 b5 h3, h10 (remove: the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.) H6: remove- 67, 3221, 1559

Event description:
It was reported that the wake button was unresponsive. Customer continued to use the pump for insulin therapy. Customer's blood glucose was 150 mg/dl